Event description:
Medtronic received info that this bioprosthetic aortic valve exhibited a paravalvular leak and tissue overgrowth, as well as a perforation in the right and noncoronary cusp. The device was explanted, and calcification/cuspal tears resulting in structural dysfunction were reported. The device was replaced with a mechanical valve, without reported complication. The valve had been in service for approx 2 yrs.

Manufacturer narrative:
Evaluation - results- device history review found the product met specifications when released for distribution. Conclusions- exact cause of the event cannot be determined as the product has not been returned for analysis. Analysis: to date, this product has not been returned for analysis. Return of the product, however, is anticipated. Without product return, analysis is limited to review of the device history record, which shows that this product met manufacturing specifications when released for distribution. Conclusion: no definitive conclusions can be drawn at this time as the product has not been returned for analysis. A follow up report will be submitted when the product has been returned and the investigation has been completed. There were no adverse pt effects reported.